Event description:
It was reported the patient experienced an incarcerated hernia coincident with automated peritoneal dialysis therapy. The hernia occurred prior to beginning automated peritoneal dialysis therapy and it was unknown if the hernia had worsened with peritoneal dialysis therapy. Twenty-six days prior to the receipt of this report, the patient was hospitalized for the event and on an unreported date during the hospitalization, the patient underwent a hernia repair surgical procedure. Dianeal therapies were ongoing. After three days of hospitalization, the patient was discharged. The patient is recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia and on an unreported date during hospitalization, a hernia repair surgical procedure was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.